Event description:
It was reported that there was noise on both the atrial and right ventricular (rv) leads. The rv lead triggered a lead integrity warning for short interval counts and non-sustained ventricular tachycardia episodes. The sensitivity on the rv lead was changed. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). 6947 implantable tachy lead 2011 (B)(6); 4196 implantable pacing lead 2011 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.